Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their reservoir had air bubble. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir but the size of air bubble was unknown. Customer states that they was not able to push the plunger down. Customer states that they had difficulty removing the air bubble. The customer stated that no leaks detected. The device will not be returned for analysis.